Manufacturer narrative:
Image review: post-op x-rays from c5-6 prestige implant and post-op CT provided. There is an end plate fracture on the right c5 vertebral body. No immediate post-op x-rays are available. This may have occurred during the initial insertion or delayed. Hardware placement appears appropriate.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, patient presented with fractured endplate and device subsidence. Patient had pre-op diagnosis as neck pain, radiculopathy. For which patient underwent revision surgery with fusion of index level. The prestige lp implant was subsequently explanted due to bony fracture.